Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient presented in clinic with symptoms of fatigue and syncope. Upon lead interrogation, no capture issue and high, out of range, high voltage pacing lead impedance was observed on the lead. Patient was stable prior, during and post interrogation. Lead was explanted and a new lead was implanted. No further information available.